Event description:
A unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "not feeling well", sweaty, a loss of consciousness and was unable to self-treat. Customer was admitted to the hospital with a blood glucose test of 18 mg/dl obtained on the healthcare professional meter and required a healthcare professional to administer intravenous (unspecified) or treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and a signal low error message was observed. The sensor was sent for further investigation and de-cased. Visual inspection was performed on the sensor¿s pcba (printed circuit board assembly) and no issues were observed. The returned battery was measured and found to be within specification. The returned sensor was placed in a pcba test fixture. Accuracy testing was performed and found to be within specification. Sensor current testing was performed and was within specification. No evidence of a product malfunction was found during the investigation therefore, this issue is not confirmed. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.